Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the rptr: stapler failed to fire during a bowel resection. No staples were deployed and the staple line opened up with minimal spillage, which was corrected with a rectal washout. There was no add'l bleeding, there was more tissue manipulation than usual and tissue damage is unquantifiable, however, no add'l tissue was resected. Operative time was extended over 30 mins.